Event description:
It was reported: the patient suffered from an irreparable cuff, the shoulder was painful and her range of motion was limited which requires a revision surgery.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.